Manufacturer narrative:
Immucor technical support received faxed reports from the customer site for review on 24aug2017 to assess the antibody screen test well images in question, which were visually negative. The immucor laboratory previously tested retention product on 17aug2017, which performed as expected.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo.